Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to 10 instances of inappropriate anti-tachycardia pacing (atp) and 6 shocks. Technical services (ts) was consulted on how to program tachy therapy off while a lead revision procedure is scheduled. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to 10 instances of inappropriate anti-tachycardia pacing (atp) and 6 shocks. Technical services (ts) was consulted on how to program tachy therapy off while a lead revision procedure is scheduled. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.